Event description:
The customer reported a ventilator experienced fluttering noises during clinical use on a patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer could not confirm nor duplicate the reported issue. The rse advised the customer to run a full performance verification test (pvt) before returning to service. The customer followed the rses advised them to run a full pvt on the device, the device passed pvt, and returned to service. No parts were used. No other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction could not be confirmed.

Event description:
The customer reported a ventilator experienced fluttering noises during clinical use on a patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer could not confirm nor duplicate the reported issue. The rse advised the customer to run a full performance verification test (pvt) before returning to service. The customer followed the rses advised them to run a full pvt on the device, the device passed pvt, and returned to service. No parts were used. No other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction could not be confirmed.